Event description:
Cryoprobe passed pre-test. During treatment, probe frosted up the entire shaft. Patient skin site was determined to have frozen.

Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Further evaluation determined that a failed vacuum sleeve was the cause of the shaft frosting.